Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative could not reproduce the reported problem. The service representative replaced the video controller board. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system displayed high milliamp and high kilo-voltage error messages. No patient injury was reported.